Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the customer had delivery anomaly. It was reported that the customer had high blood glucose level but not wish to provide. It was reported that the device was not delivering insulin. It was reported that the pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery and delivery accuracy test. A water filled reservoir and infusion set was installed in the reservoir compartment. Then, the unit was programmed with multiple boluses and was monitored. All boluses delivered properly and were listed in the bolus history screen with water exiting the infusion set. Then the unit was programmed with multiple basal profiles and was monitored. All basal profiles delivered their indicated amounts and were verified in the daily total screen. The motor functioned properly during testing. No delivery anomaly, bolus anomaly or basal anomaly was noted during testing. No cosmetic damage was noted.